Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2025 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 17-jan-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2019 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 15-sep-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2023 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 21-jan-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a ventricular assist device (vad) was hospitalized with an infection after being found unresponsive at home. Upon arrival at an outside emergency department, the vad was found to be off and was subsequently restarted. The patient was initially intubated and later extubated. Urine cultures were positive, indicating a urinary source of infection, and diagnostic tests including cultures, white blood cell count, and urinalysis were conducted. Device-related issues included an unexpected power loss, controller fault alarm, critical battery alarm, extremely low external power sources, double disconnect of power sources, and complete drainage of power sources, which were associated with a vad stop. The external power sources were eventually exchanged. Atypical motor starts were noted, with one event believed to be related to an accidental double disconnect and another to completely depleted batteries. The patient remains alive with injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6), h3: yes, d4: serial or lot#: (B)(6), h3: yes, d4: serial or lot#: (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6), one (1) controller ((B)(6)), and two (2) batteries ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2025 at 09:19:30 and on (B)(6) 2025 at 01:42:59 and at 02:36:36, in which the motor start parameters were atypical. Review of the alarm log file revealed twenty-three (23) critical battery alarms logged since (B)(6) 2025 involving batteries (B)(6). The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one (1) with 9% rsoc and (B)(6) was connected to power port two (2) with 24% rsoc. Both batteries were allowed to continue depleting, thus triggering controller fault alarms, which will occur if a battery is approaching 0% rsoc. Eight (8) controller fault alarms, indicating a power out of range condition, were logged on (B)(6) 2025 between 01:11:06 and 05:50:20. A review of the event log file revealed five (5) controller power up events, with associated motor start events, logged on (B)(6) 2025 at 09:19:26 and on 21/aug/2025 at 01:42:55, 02:36:32, 04:45:52, and 07:50:16. No anomalies were observed leading up to the first loss of power on (B)(6) 2025. Critical battery and controller fault alarms, due to the batteries approaching 0%, were observed leading up to the loss of power on (B)(6) 2025 at 01:42:55. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing the next two (2) additional controller power-up events at 02:36:32 and 04:45:52. The controller was without power for 9 seconds during the first loss of power on (B)(6) 2025 and an average of over an hour for the remaining losses of power on (B)(6) 2025. As a result, the reported atypical motor start events, controller losses of power, critical battery alarms, and controller fault alarms events were confirmed. The reported vad stop event could not be confirmed; however, it is likely that the loss of power was perceived as the reported vad stop event. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power observed on (B)(6) 2025 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the available information, the most likely root cause of the critical battery alarms, controller fault alarms, and controller loss of power events that occurred on 21/aug/2025 can be attributed to the batteries being allowed to deplete completely. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the device may have ca used or contributed to the reported event. Per the instructions for use, infection, multi-organ failure, syncope, and death are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Of note, information provided by the site indicated that the patient expired due to multi-organ failure. Possible clinical factors that may have contributed to the reported suspected thrombus event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient subsequently expired due to multisystem organ failure due to complications from their admission as well as bladder cancer.